Manufacturer narrative:
Concomitant product(s): product ID: 8709sc, serial# b)(4), implanted: b)(6) 2008, product type: catheter. B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and clonidine (lot numbers, concentrations, dosing, and dates of therapy were not reported) via an implantable pump. Indications for use included non-malignant pain and degenerative disc disease. On an unknown date in (B)(6) of 2015, the patient experienced back pain. On an unknown date in the beginning of (B)(6) 2015, an hcp increased the intrathecal dose of an unspecified drug 3-4 mg to 8 mg/day, and then above 8 mg; that is when the patient had issues. In (B)(6) of 2015, the patient's legs "went out" and they began falling. According to the patient, a dose decrease was requested, but the hcp would not decrease below 8 mg/day, as the patient was still taking norco. It was noted that "all the falls caused a lot of damage"; more compression fractures and right side rib fracture (all of the ribs fractured). There was no allegation made against an implanted device. Additional information regarding the shoulder replacement, diagnostics performed with regard to the shoulder replacement, patient falls, and compression fractions, actions/interventions taken to resolve the patient falls and compression fractures, cause of the patient falls, and resolution of the patient falls and compression fractures has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).